Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse verified that all temperatures were within specifications. The fse observed a leak on the wash syringe and replaced the syringe and verified probe alignments to the incubator assembly. The fse removed a loose probe tip on the wash well. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective waste pump.

Event description:
On (B)(6) 2015, a customer reported patient imprecision with their aia-900 analyzer. The customer reported that one sample changed from 0.2 to 2.0 when the sample was rerun. A field service engineer (fse) was dispatched to address the reported event. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.